Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known; however, the customer had a lumbar puncture on (B)(6) 2024 resulting in "possible fluid on brain." Customer consumed carbohydrates and glucose to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.